Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to swimming with pump. Customer reported that as a result, insulin pump received a button error alarm, display screen froze and received no delivery alarm. Customer's blood glucose was 160 mg/dl at the time of call. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Unable to perform self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Unable to verify no delivery alarm due to button keypad anomaly. No moisture damage on electronics or motor noted.